Event description:
It was reported that the left ventricular (lv) lead was explanted due to dislodgement. The replacement lead was placed in the left bunch branch (lbb) position. No additional adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to dislodgement. The replacement lead was placed in the left bunch branch (lbb) position. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.